Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump escape button did not work properly as well as insulin pump had crack on reservoir window. Customer's blood glucose value was unknown. Customer declined to report helpline portal. The device will not be returned for analysis.